Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient complained of back pain, however they thought it might be from their lupus and did not really think, it was from the stimulation. Lupus was pre-existing condition. Patient adjusted stimulation on their own and stated the pain remained the same. Patient stated the controller read that leads were not connected. There was no stimulation and no improvement in therapy. They were thinking that their wires moved. They tried turning up stimulation on left side. There was allegation of device not working, lead migration and lost stimulation. Patient stated when they called at around 4:00 pm on (B)(6) 2017 that their controller was showing that their cable had become disconnected. They were not sure if this issue was resolved. They were unaware that patient was just recently called. They advised patient to contact their doctor for reevaluation. Evaluation started on (B)(6) 2017. Data did not show 50% or better, was going to increase stimulation, however controller kept saying unable to reach device. They tried troubleshooting the issue but still could not get controller to connect, patient stated that they switched sides on sunday, and got a call back from clinic on monday, nurse told them to keep it the way it was till their appointment on wed. (B)(6) 2017 when patient was getting device removed, they never stated any of this till after they tried to increase. They tried troubleshooting the issue but still could not get controller to connect, patient was asked to turn off controller then re-awake the controller, it continued to state the same thing. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.